Event description:
It was reported that the pump delivered multiple boluses without user input which led to hypoglycemia. To address low blood glucose, customer consumed 90g of carbohydrates (9 emergency carbohydrate units). It was noted that the basal rate was almost completely interrupted and total daily dose increased from approx. 40 to 100 iu. It was observed that carbohydrate entries were made in the pump, sensor value was missing and ai ratio was missing, and yet insulin delivery occurred, especially multiple times within a few minutes. Pump was then disconnected from the customer. Multiple attempts were made for additional information; however, no response was received.